Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 560 mg/dl at the time of the incident. Customer treated with insulin pump and manual injection. Patient's current blood glucose was 321 mg/dl and 120 mg/dl. The customer changed her sensor yesterday she took a shot for a migraine. Customer decline troubleshooting for high blood glucose. Customer is not calling back to perform a high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in was incorrect with the initial report. The correct information has been provided with this report.